Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episode due to myopotential oversensing resulting in pacing inhibition on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. There were no patient consequences.